Event description:
It was reported that the red rubber catheters in the kits were smaller and some were bigger. Per follow up on 23jul2020, the customer noted that some of the catheters in the kit were smaller than 14fr. The catheter was more flexible when smaller and resulted in bending during insertion.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect line clearance / mixture in incoming inspection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: preparing for procedure: open kit and remove contents remove top of calibrated plastic bag as directed and open tube of lubricant. By squeezing rigid collar, open neck of bag to form round shape. Empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. Open package of povidone-iodine swabs as directed. Prep urethral meatus and the area surrounding meatus with swabs. While squeezing rigid collar bring top chamber of bag over head of penis. Meatus should be pressed tight against rigid catheter guide. Cautions: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber catheters in the kits were smaller and some were bigger.